Event description:
Customer reports she has cuts from using the pump. Customer states she used it on the lowest setting, but never tried to use a different size breastshield. Customer asked the lactation consultant as to why this was happening; her lactation consultant only helped heal her wounds. The customer reported she had been using the pump for 2 1/2 months and she is still using the pump once a day. At first, there were small cuts, then they got larger and larger. She is now just using the pump to relieve engorgement because she is not breast feeding anymore. Baby date of birth (B)(6) 2010. Customer states that her breasts are healing great.

Manufacturer narrative:
Product return to manufacturer is still pending. A supplemental report will be filed upon product disposition (customer returning or declining return). As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.